Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins) for post-herpetic neuralgia and spinal pain. Information was reported that the caller stated that it takes almost two hours to recharge the patient's ins, and the battery for the ins depletes in about 8 hours after charging to 100%. The caller confirmed that this issue was first noticed probably a month ago. The caller noted that the patient turns the ins off during the night and turns on the ins when she wakes up. The caller stated the ins needs to be charged after 8 hours because the ins depletes to 0%. The caller stated that they charge around 7pm. The caller confirmed that they see recharging excellent, see a flashing green light above the controller screen, let the controller light go dim, and that they haven't changed the mode selection for the recharging speed (so the mode is likely at the default of 4). The caller was redirected to follow up with the healthcare provider (hcp) to address the issue and possible reprogramming. No further complications were reported. No patient symptoms were reported. [Please see (B)(4), regarding rtm replacement.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.